Event description:
It was reported that during a ptca/stent procedure, as the stent was being advanced, there was some resistance. The stent was then found to be shifted and it was removed by pulling it into the guiding catheter (contrary to IFU). The stent separated and was retrieved with a snare wire. The procedure was completed with another stent. Reportedly, there was no pt injury.